Event description:
It was reported by the sales rep that, the device was used during a lap cholecystectomy procedure. The device was fired under normal firing conditions and there were no broken parts noted. The device had not been fired over a catheter. Placed approx 4-5 clips then heard a loud pop and the device jammed up. Opened another and finished the case with no pt consequences.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned for analysis and was noted to have a partially formed (j-shape) clip in the jaws; it was removed. Additionally, the right jaw was noted to have the lobe broken off. The device was functionally tested and during the inspection it was confirmed that the device had feeding and forming issues due to damage jaw ramp, which became broke off.